Event description:
On 10/26/06 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affaris specialist (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On 11/9/06 the mas mailed a letter requesting the pt contact medical affairs. The mas also reviewed the recorded telephone call. On 9/14/2006 at 2:22 pm the pt obtained the blood glucose reading of 278 mg/dl on the reported meter. Within a few minutes, the pt also obtained the blood glucose reading of 30 mg/dl or 40 mg/dl on a neighbor's one touch ultra meter. At that time, the pt was experiencing the symptoms of being unresponsive and 'saying crazy things.' The pt's husband treated her with glucose. The pt did not seek medical attention. Prior to this time, the pt had obtained several elevated blood glucose readings on the reported meter and had given herself insulin boluses using her pump. The previous readings on the day of the event were 324 mg/dl at 2:08 am, 286 mg/dl at 8:06 am, 452 mg/dl at 11:26 am, 147 mg/dl at 12:01 pm and 318 mg/dl at 1:44 pm. It would have been helpful to determine for how long the pt had obtained unexpectedly elevated meter readings, what type of insulin she takes, how much insulin was taken on the day of the event, and her expected blood glucose readings. The customer care advocate (cca) determined during the troubleshooting telephone call the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibiration code number. The cca also determined during the call that the pt's testing technique was incorrect, which can cause inaccurate readings. Qc testing was performed during the call using the documented test strips, with failing results. The pt also performed qc testing with a different lot of test strips, with passing results. The meter, test strips and control solution were replaced. The pt became hypoglycemic after taking insulin doses based on elevated blood glucose readings on the reported meter, and received glucose intervention to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.